Event description:
The beacon needles were loaded in the normal way. I visually saw the implant go into the needle and felt it in the needle after loading. I then placed them on my back table until we would need them. The patient was brought into the operating, the anesthesia provider then put the patient to sleep. The rn and myself positioned the patient and the rn then prepped the patient for the surgery. Dr. (B)(6) used ultrasound to insert the beacon needles and implants. He said he saw the implants once placed. We finished the surgery and c-arm was called in to ensure placement in the usual fashion. Once the c-arm tech came into the room, setup his machine, took the x-ray image and the beacon implants were not visible on x-ray. After consulting with the physicists it was decided to get a CT scan of the patient and see if they were detected on CT scan. If they were not dr. (B)(6) said he would reschedule the surgery.